Event description:
It was reported that most impedance measurements were high on the patient's interstim device. The pt was also experiencing discomfort at the pocket from the ipg size. The entire system was replaced without complication.